Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shocking lead impedance measurement less than 20 ohms. Subsequently, patient advocate heard a beeping tone being emitted by this device. Boston scientific technical services (ts) assisted the field representative to recreate out of range lead reading with isometrics but did not got anything lower than 38 ohms. Further troubleshooting were discussed. Additional information received indicated that the cause was not determined but a surgical revision was done to mitigate the issue. The device was explanted while the lead was surgically abandoned. No additional adverse patient effects were reported.